Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, there was sub acute thrombosis. The physician implanted an unspecified size taxus express2 drug eluting stent in an unspecified vessel. Subacute thrombosis was reported. Add'l info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.